Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 15mm was returned for analysis. A visual and microscopic examination of the balloon noted that the balloon was subjected to positive pressure and was returned in a deflated state and no tears or damages identified of the balloon material. No issues or damages were identified on the hypotube shaft. The outer wire lumen was torn, 4mm in length, 14cm from the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 15nov2024. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely calcified middle right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, returned device analysis revealed a shaft hole.